Event description:
It was reported that during follow up a false alert for low battery was observed when programming changes were made. After restoring the previous settings normal values were observed. The alert was disregarded. The patient was sent home in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.